Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh were implanted along with concurrent anterior repair, vaginal vault suspension and cystoscopy with suprapubic catheter insertion due to cystocele, rectocele, vaginal vault prolapse and sui. It was reported that patient underwent procedure on (B)(6) 2009 for lysis of adhesions. It was reported that patient underwent excision of vaginal mesh on (B)(6) 2011 due to vaginal pain and dyspareunia. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.